Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received an alarm while she was sleeping, which said her blood glucose was down to 46 mg/dl. Customer did not hear this alarm. Customer also stated she had a blood glucose of 43 mg/dl while sleeping, but upon waking, she checked her blood glucose, which was at 112 mg/dl while her sensor read 53 mg/dl. The insulin pump had been suspended and she resumed it. Customer's blood glucose during troubleshooting went to 192 mg/dl. Calibration and insertion techniques were discussed. Nothing further reported.